Event description:
It was reported that the patient presented to the clinic for a scheduled generator change out. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Additionally, the noise oversensing led to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.